Manufacturer narrative:
Investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported patient experienced loss of therapy in approximately (B)(6) 2018. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.